Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer landed on the pump while playing football and the touch screen became shattered. Customer is unable to turn the touch screen on due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.